Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. The helix extends and retracts within product specification. Blood present in/on the helix mechanism.

Event description:
It was reported that the atrial lead impedance was 1600 to > 1800 ohms, and that the helix appeared "not normal" on the fluoroscope. It was also reported that it took more than 30 turns to withdraw the helix. The lead was replaced. No patient complications have been reported as a result of this event.